Manufacturer narrative:
The event date is an estimated date. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the implantable neurostimulator (ins) depleted "way faster than ever before." The patient explained that the ins battery depleted at a rate much faster than they anticipated, and they were not aware the ins battery was "that low" until their healthcare provider (hcp) noticed it during a normal visit. The ins ended up getting replaced with a rechargeable ins last wednesday. The patient recommended having the dbs therapy app and recharger app show exact percentages of the ins battery level.